Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted and the motor passed the motor test.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 181 mg/dl. The customer could stated they had just received a no delivery alarm prior to the motor error alarm occurring. It was also found the customer was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.